Event description:
It was reported via repair work order that one caster wheel hub was broken causing the caster to wobble creating a potentially unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.